Event description:
The customer reported via phone call that emergency medical services were dispatched, and they were hospitalized for low blood on (B)(6) 2021. Blood glucose reading was 20 mg/dl. The customer stated they were almost in comatose state and were sweating from their low blood glucose, and their husband called the ambulance. The customer was treated with intravenous drip as well as with carb intake at the hospital. Troubleshooting did the troubleshooting and self test passed. The customer was using the insulin pump system within 48 hours of reported low bg event and reported insulin pump was working fine. The customer was using auto mode at the time of incident. The customer¿s last blood glucose reading was 234 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.